Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. The patient was brought into the clinic and no further out of range measurements were observed. Boston scientific technical services (ts) was consulted and discussed electromagnetic interference (emi) as a possible cause. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service and the physician will continue to monitor the patient. No adverse patient effects were reported.